Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and pictures. According to the information received from our field service engineer (fse), the broken support arm 177 was replaced and the issue resolved. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. The support arm has been successfully tested for mechanical strength and is designed according to standard. Previous investigations of similar faults led to a redesign and change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. The support arm associated with this complaint had been manufactured before this change was implemented in production. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).